Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry of if they had seen a new health care physician (hcp) and notified them about the power-on-reset (por) message issue the patient replied that they had seen an hcp and a manufacturer representative (rep) in october and that they received a new interstim on (B)(6) 2019. In response to the inquiry for what were the circumstances that led to the por message and if a cause had been determined, the patient replied with information that contradicts what was previously reported: that they had been having a scan and they checked the insterstim. In response to the inquiry of what steps were taken to resolve the por, the patient replied that they had called and saw a manufacturer representative (rep) and a doctor. In response to the inquiry of if the por had been resolved, the patient replied ¿yes. New interstim.¿ there were no further complications reported.

Manufacturer narrative:
Regulatory report relating to other ins device: 3004209178-2019-18302. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that she was trying to connect to her ins when she saw por-power on reset. Patient stated that the issues started off with poor communication then proceeded to the por message there was no recent medical test or emi environmental exposure. No symptoms were reported and patient was redirected to follow up with their health care professional.